Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient was not wearing dexcom system at the time of the event. Patient reported falling asleep as normal. Patient typically has people constantly checking on her. Patient reports receiving a call, and at that time was experiencing signs of a low. Patient's blood glucose level at the time of the event is unknown. Patient stated she received assistance from a neighbor. Patient's neighbor administered unspecified nutrition. No additional event or patient information is available.